Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the ventricular lead was connected to the pulse generator, the device failed to properly pace.